Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while performing a revision surgery, 2 drivers were broken while installing 10x50 mm screw. Tapped full length on second attempt with 9mm tap. The procedure was completed successfully. A 30 minute delay occurred while removing the screw. Fragments were generated but removed from patient. Original implant was removed; not a depuy synthes device. Revision due to extension of fusion & non-union.